Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus surgery, t1 and t2 were deployed simultaneously. T2 was deployed through the meniscus and it was left outside of the meniscus. The procedure was completed with a backup device with an insignificant delay and no patient injury was reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device received. The complaint stated: ¿t1 and t2 were deployed simultaneously. T2 was deployed through the meniscus and it was left outside of the meniscus.¿ the complaint report does not jive with product as physically returned. T1 was not returned. T2 and torn segment of suture were found within the delivery needle track. The delivery curve was somewhat flattened. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The device cycled, actuated and properly deployed t2. Factors influencing successful anchoring include device ability, implant location and tissue condition. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was confirmed.